Event description:
It was reported that 5 pegasus yel 24ga x 0.75in qsyte-cap y leaked before use. The following was reported by the initial reporter: "the leakage was found between the product extension tube and the y-shaped seat (extension tube seat) before use".

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 0055001 . According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph was submitted to our facility displaying a leak originating between the tubing and adapter body. A subsequent review of the packaging process has allowed our engineers to identify the automated packaging process as the most likely root cause for this event. During the automated loading of the pegasus, it is possible for the tubing experience pulling forces that exceed the limits of product specifications. To prevent a reoccurance of this event, our facility is switching to manual loading process until the machine can be optimized. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 pegasus yel 24ga x 0.75in qsyte-cap y leaked before use. The following was reported by the initial reporter: "the leakage was found between the product extension tube and the y-shaped seat (extension tube seat) before use"